Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reports lancet protrudes beyond the end cap of the multiclix device. The lancet protruded and accidentally stuck the customer. No adverse event or medical attention needed. No adverse event reported. Requested return of suspect device and replacement was sent.